Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account stated that they received a false reactive result using the architect bhcg assay on one patient sample. The doctor questioned the initial result of 31.44 miu/ml (positive). The sample was repeated three days later and the bhcg was 1.20 miu/ml (negative). The qc was in range. There was no impact to patient management reported.

Manufacturer narrative:
Evaluation (other): an second sample was tested by customer. In addition. Retained kit testing met all specifications. This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. The performance of the architect total bhcg reagent lot number 54913jn00, was investigated by completing a review of manufacturing and testing records. This review did not reveal any events or issues that could impact the performance of the architect total bhcg reagent lot number 54913jn00. In addition, this reagent lot is currently being assessed through our in-house stability program and has been tested at one month, two month, three months and six months time points subsequent to final product release testing. A review of the stability data generated was performed and illustrated that all controls and assay parameters were within specifications for each time points. Testing was performed as part of level ii complaint investigation which examined the performance of three different lots of the architect total bhcg reagent kits with respect to the detection of total bhcg in a range of patient samples and the use of the automated dilution procedure per package insert instructions. This investigation did not identify any issues with the performance of the architect total bhcg reagent lot under investigation. From the investigation performed it can be concluded that no product deficiency has been identified for the architect total bhcg reagent kit lot 54913jn00. Therefore it was determined that no further action is required to assist the customer at this time. Although we cannot provide the customer with a specific reason as to why they experienced this issue, we will continue to monitor the architect total bhcg assay for issues in our ongoing effort to provide the highest quality diagnostic products and support. This is the final report.